Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer delivery anomaly on their insulin pump. It was reported that the anomaly lead to the customer having low blood glucose levels, but their blood glucose levels are now normal. No further information provided.